Event description:
The rep reported that the entire sys had been removed due to an infection; the exact date of explant was not provided. No pt symptoms or other info was given and the device has not been rec'd for analysis. Add'l info has been requested from the physician.

Manufacturer narrative:
.